Event description:
I had essure after my second child to prevent any more pregnancies. I recently have been experiencing pretty heavy vaginal bleeding. After a few tests, I was told that the essure coil had ruptured my uterus. I will be having a hysterectomy at the end of the month to have the essure. Removed as it is the only way to have it removed.